Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Event description:
The sales rep reported that during the rotator cuff procedure the expressew iii needle tip broke in the patient (the distal part 2mm). The sales rep reported that the surgeon removed the piece; however, it did prolong the surgery 1 hour and the surgeon had to revise what they previously repaired. The surgeon view x-rays that were taken and the piece was completely removed. 1 hour delay and no patient consequences